Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous mid right coronary artery (rca). The physician attempted to place the 2.50x32 taxus liberte stent, but was unable to cross the lesion. Upon examination, stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous mid right coronary artery (rca). The physician attempted to place the 2.50x32 taxus liberte stent, but was unable to cross the lesion. Upon examination, stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. Stent struts on distal rows 1 to 4 were bent back proximally. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Solidified blood was present within the inflation lumen, therefore indicating the device had been used in vivo. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).